Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. It was reported that the pump showed inaccurate delivery. The basal history did not match the active basal program. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: a review of the black box showed several instances of the basal index program being manually switched. On (B)(6) 2016 a manual switch between basal index 1 & basal index 2 beginning at 12:36, at 12:50, at 13:10 and on (B)(6) 2016 at 06:16. On (B)(6) 2016 19:14 the user manually cleared the basal program; deliveries never resumed. During investigation, the pump was exercised for 24 hours with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and total daily dose (tdd) record showed 24.0u. No hypersensitive or stuck keys were observed on the keypad. The tdd¿s added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions or warnings occurred during the investigation. The complaint of an inaccurate delivery issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.